Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The reporter informed that the patient reported difficulty seeing. Also, that deposits on the back of the intraocular lens, uveitis, central fovea and macular edema were confirmed. The reporter indicated that "these symptoms appeared probably due to inflammatory change." Per the reporter: the symptoms appeared again after stopped the non-steroidal anti-inflammatory eye drop. Therefore, the eye drop was restarted and the symptoms resolved afterward.

Manufacturer narrative:
The product was not returned. The product history record shows that the product met release criteria. A monarch cartridge was not indicated. The customer indicated the use of an unknown handpiece. Based on a review of complaints received, a signal for postoperative inflammation was identified for the report's country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
Additional information was received. The reporter informed that aseptic endophthalmitis, uveitis, and foveal-macular edema was noted in the patient's eye. The patient is being treated with medications and the condition has not resolved.

Event description:
A surgeon reported that endophthalmitis, anterior chamber cell and fibrin, was confirmed in a patient's right eye one week postoperative intraocular lens implantation. The patient was treated with steroid medications and the symptoms are alleviating. There is no product sample available for this event as the intraocular lens implant still remains in the patient's eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).